Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per follow-up with the ccp: the sensor was mounted to a flat surface, they waited a few minutes before attaching the level sensor to the level sensor pad and it was firmly secured at the time of the failure, there was no visible damage to the level sensor or cable, and it was an alarm level sensor that failed. The field service representative (fsr) placed the suspect probe back on system and tested, he could not duplicate any failures. As a precaution, the fsr swapped out the probe with a new sensor, tested the new sensor and placed system back in service. He downloaded the data logs for further evaluation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the customer reported the yellow level sensor had failed. The device was not changed out. They started and finished case successfully by watching level and not using a sensor. After the case, a spare sensor was located and placed on the system to put it back in service. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. The yellow level sensor performed as expected throughout evaluation. The product surveillance technician (pst) connected the level sensor to lab-use only (luo) reservoir test fixture and connected the device under test (dut) level sensor to luo level detect module. He connected the luo level detect module to luo system-1 (aps1) power supply; the sensor operated as intended. The pst tested level sensor for seven hours and observed normal operation with no alarm or error messages. The pst agitated the dut level sensor cable, connector, and housing; and observed normal operation with no alarm or errors. Upon visual inspection by the pst, he observed a deformed membrane on the level sensor.

Manufacturer narrative:
The reported complaint was confirmed. As per log analysis, on (B)(6)-2016 initially a perfusion screen is opened and the level is set for alert only. Then the level is turned on (alert probe is coupled). After that, the level is turned off. The level is turned back on again. A low level alert occurs and clears three seconds later. Later, alert probe reported it was uncoupled four times (causes level not attached alert) and level was turned off. Throughout the case the level intermittently reported the alert probe uncoupled. Based on follow up with the customer, it appears the user was following the operators manual for attaching level sensors. Concavity of the level sensor membrane causes insufficient coupling between the level sensor and the reservoir wall. While lab analysis was unable to duplicate the issue, physical evidence of deformed membrane suggest the potential for inadequate sensor coupling. The drawing for the level sensor says "sensor face must be flat" and returned sensor face is not flat. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.